Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation impedance steady at 57 ohms through (B)(6) 2014, rises over 3 weeks, then out of range (greater than 200 ohms) (B)(6) 2014; daily measurements intermittently greater than 200 ohms over last 14 days. Rv defibrillation impedance steady at 45 ohms through (B)(6) 2014, rises over 3 weeks, then out of range (greater than 200 ohms) (B)(6) 2014; daily measurements intermittently greater than 200 ohms over last 14 days. Concomitant product: 5076-52 lead, implanted: (B)(6) 2012, 419688 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that an alert was triggered due to high right ventricular (rv) defibrillation impedance. Later, the superior vena c ava (svc) coil on the rv lead was high. There has been occasional high threshold on the both coils of the lead, very random, never duplicated in the office setting. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.